Event description:
It was reported when powering on the device after self test the pace and sense led (light emitting diode) just stayed on. The battery was replaced and the device will not be returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.